Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, multiple episodes of oversensing which appeared to be noise stored as secure sense non-sustained right ventricular oversensing episodes were noted. It was also observed that the impedance trends of right ventricular (rv) lead were variable over the past few months. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.